Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that a minicap was dry when the package was opened. The product was not used. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Actual date of the event is unknown but would be within (B)(6) timeframe as the product was delivered in (B)(6). A review of all batch record documents was performed for lot number m13b16a with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was unavailable, therefore no evaluation could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if additional relevant information is received.